Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device's lcd display was blank. The device's lcd display was replaced to address the issue.